Event description:
It was reported that the patient was hospitalized due to chronic diarrhea. Update was later received that the patient has a significant feed intolerance causing high stoma losses when feeds are increased, this has resulted being dependent on tpn. The physician's were questioning if vns was contributing to the events. Session report was provided. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.